Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the ipsilateral antegrade approach. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right common iliac artery (cia). After placing a guide wire, a 7.0mmx20mmx135cm (4f) sterling¿ balloon catheter was advanced for dilatation. However upon the initial inflation at 5 atmospheres for 5 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with an 8mm sterling¿ balloon catheter and a 12 mm epic stent was deployed. It was then observed that the blood circulation improved and the procedure was completed. No patient complications were reported.